Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and traced the failure back to the pressure module. He replaced the pressure module and was thus able to remove the problem. Functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console was not working. The pressure module was not functioning and a communication error message was displayed. The issue was identified during priming. There was no patient involvement.